Manufacturer narrative:
H6; code 100: twisted staple jammed in cartridge nose. Visual inspections & results. Head rotates yes, nose shroud cracked/broken no, staples in nose yes(1 twisted), staples in track yes, trigger engaged with precock yes. Functional tests & results. Cycled instrument yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "would not deliver staples upon firing" during surgery may have been due to a twisted staple in the cartridge nose which caused the instrument to jam. The instrument was received with a twisted staple in the cartridge nose. The twisted staple was removed from the nose and the instrument was cycled, fired and properly formed the remaining 20 staples without incident. No conclusion could be reached as to how the staple become twisted and jammed in the cartridge nose. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the cartridge track and/or the cartridge nose if the instrument sustains a blunt trauma.

Event description:
The device was used during a laparoscopic-inguinal hernia repair procedure. It was reported by the affiliate the device would not deliver staples upon firing. A new device was used to complete the case. There was no pt consequence.